Event description:
New information received notes there were no patient consequences during or after the procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with an alert for high out of range lead impedance on (B)(6) 2020. The alert was confirmed in a in-clinic follow up on (B)(6) 2020. Lead was capped and replaced on (B)(6) 2020. No patient condition after the procedure was reported.